Event description:
Customer reported via phone call that they noticed a difference between the sensor glucose and the blood glucose readings. Customer stated that their sensor was reading 85 mg/dl when the blood glucose reading was really 47 mg/dl. On another instance their blood glucose reading was 179 mg/dl and the sensor was reading 160 mg/dl. Customer stated that they treated with glucose at the time. Customer also mentioned that the threshold suspend alarm was not working. Customer declined any further troubleshooting and stated that they were low because they may have over corrected.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.